Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead had dislodged due to twiddlers syndrome. An attempt to reposition the lead was unsuccessful, and the lead was explanted and replaced. The patient was in good condition following the procedure.